Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified arteriovenous fistula. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, lesion was pre-dilated with a non-bsc balloon and replaced it with this device to treat the same lesion. However, the balloon burst at 10atm upon sixth inflation and the whole system was deflated and withdrawn safely. The procedure was completed with another of the same device. There were no complications caused to patient.